Event description:
Disposable peg equipment used. Physician able to complete procedure on patient and no harm came to patient. Plastic tube used to place feeding tube almost came apart just past the first seam. The material of the product appears to have been stretched to a maximum and almost to the point of breaking.